Manufacturer narrative:
H3: product analysis found that the muting detector jack was broken. H6: fdr c070603 and img g02017 codes are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h3: product analysis found that the device received with software rev 1.7.5 installed. Radio firmware revision was not correct. H6: fdr c10 and img g02008 codes are applicable. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) h3: product analysis found that screw hole bosses, shroud, usb-c connector were broken. H6: fdr c070603, img g0405213, img g04070 and img g04034 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the console took a long time to boot up, there were intermittent connection issues with the wired cable connection and patient interface boxes. Muting adapter seems loose, system makes noise when using cautery. There was no patient impact.

Manufacturer narrative:
H6: initially submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the procedure was completed with a new device.